Event description:
Customer reported low blood glucose symptoms with a result of 44 mg/dl obtained on the aviva system. Customer tested 78 mg/dl on professional device about 5 minutes later. Customer was treated with an IV of "sugar water" and was admitted to the hosp for low blood sugar and dehydration. Customer's low blood glucose symptoms improved and she was released from the hosp 2 days later. Requested return of suspect device and replacement was sent.